Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what is the surgeon¿s experience with device? The surgeon is an expert in using this device. What troubleshooting steps were taken to open device? The surgeon tried to recall the blade using the reverse button, then he tried to fire two times, but once recalling the blade the fire lever continued to be locked. Did the device cut and or staple at all? No, the stapler did not work what is the current patient status? The patient underwent a revision surgery and now he is recovered.

Event description:
It was reported that the doctor performed a laparoscopic gastric band removal to a laparoscopic gastric sleeve on the patient on (B)(6) 2018 and the staple line looked clean. In the morning after the procedure, the patient returned to the doctor, complaining of stomach pain. The patient was brought into surgery and a small hole had formed along the staple line, where the gastric band had been placed previously. The doctor repaired the hole in the staple line. The patient is currently being monitored in the hospital. No product will be returned.